Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient went to the hospital and was diagnosed with diabetic ketoacidosis (dka). The patient reported due to multiple issues with previous pods (captured in additional files), he ran out of supplies. Additionally, his shipment of new supplies did not arrive on time. Patient reported trying to manage glucose levels with mdi (multiply daily injections) without success, leading to hospital visit. The last pod patient was wearing prior to hospitalization had to be removed due to a hazard alarm. Blood glucose (bg) values that reached over 400 mg/dl while wearing the pod between 4 and 24 hours. Symptoms included hyperglycemia, nauseous and vomiting. For treatment, the patient was given intravenous (IV) fluids, and insulin. The patient was discharged several days later.